Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, solo liquid leakage. Leakage was evident at the puncture point and detected after removal. Patient had no other symptoms. A new catheter was inserted. Catheter had been secured with a "slipknot". No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a powerpicc solo2 catheter was returned for evaluation. An initial visual observation of the photograph showed a powerpicc solo2 catheter with a drop of liquid blood residue on the exterior of the catheter tubing. Due to the quality of the returned photograph, no details of the damage on the catheter tubing could be discerned. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.